Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient informed the manufacturing representative that they wanted to implantable neurostimulator (ins) removed. At the hospital they were told that it would take over a year before they would take it out. The patient could not stand the feeling in his hands, and preferred to go back and use medicine instead.